Event description:
It was reported that during repair at the user facility, the micro oscillating saw was running without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during repair, there was no patient involvement and no delay to a surgical procedure.